Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Medtronic, inc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A cryoablation procedure was performed using the arctic front catheter and flexcath steerable sheath (catheter introducer). After performing an ablation in the right inferior pulmonary veins, the physician attempted to withdraw the arctic front catheter into the flexcath sheath for repositioning, however he noted that this was difficult. After multiple attempts, the physician was successful at getting the catheter back into the sheath. The physician noted that he lost left atrial access with the sheath and it had fallen into the right atrium and into the coronary sinus. The physician regained left atrial access and shortly thereafter noted on intracardiac ultrasound there was blood in the pericardial space. The physician was able to drain the blood and noted that it was dark. Surgeon called and surgically repaired the floor of the coronary sinus with 1 stitch. The patient recovered and was discharged from the hospital.